Manufacturer narrative:
(B)(4). Date sent: 8/31/2017. Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: what type of procedure was the device used in? Sigmoid colon resection? How was the procedure completed? With a ¿like¿ device?

Event description:
Per maude event report form #mw5071066, during an unknown procedure; the device did not appropriately fire the cartridge load on the sigmoid colon. The full staple cartridge discharged with only half the staples appropriately approximating the edges while the other half of the staples did not fully bend and resembled a ¿u¿ configuration. It is now known how the procedure was completed. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Corrected data: 3005075853-2017-04679 was submitted as follow-up #2 in error. Therefore, 3005075853-2017-04679 will be re-submitted as follow-up #1. Please see attachment. - attachment: [3005075853-2017-04679.pdf].

Manufacturer narrative:
(B)(4). Batch # p5675t. Device evaluation: the analysis results found that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.